Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21/-31, with 510k/PMA/bla number k170317.

Event description:
The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module for a 42-year-old non-pregnant female that underwent a physical examination. The following data was provided (both platform reference range for hcg: 0-5 miu/ml): initial alinity I total b-hcg result = 92.1 miu/ml. Repeat on the roche platform hcg result = < 0.1 miu/ml. Repeat on the alinity platform = 92 miu/ml. The sample was tested by doubling dilution and showed linearity. The sample was also treated with peg and then tested and generated a result of < 1.1 miu/ml, indicating an interference. The customer noted that her historical hcg result from (B)(6) 2023 was 20.1 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify an increase in complaint activity for lot 71455ud03; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of complaint lot 71455ud03. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 71455ud03 was identified.

Event description:
The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module for a 42-year-old non-pregnant female that underwent a physical examination. The following data was provided (both platform reference range for hcg: 0-5 miu/ml): initial alinity I total b-hcg result = 92.1 miu/ml. Repeat on the roche platform hcg result = < 0.1 miu/ml. Repeat on the alinity platform = 92 miu/ml. The sample was tested by doubling dilution and showed linearity. The sample was also treated with peg and then tested and generated a result of < 1.1 miu/ml, indicating an interference. The customer noted that her historical hcg result from (B)(6) 2023 was 20.1 miu/ml. There was no impact to patient management reported.